Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eg-2990i/serial (B)(4). The facility contact also stated the event occurred during procedure, no accessories were being used, and there was no delay or adverse events. No further information was provided. The device was returned to pentax on 07/07/2021 and is pending inspection. The device has been routinely serviced by pentax since install.